Event description:
This spontaneous report, received from a nurse reported as "high blood glucose level", concerns a pt treated with actrapid novolet 3 ml (fast-acting human insulin) and novofinae 30g 8mm (needle) due to diabetes mellitus (type and duration unknown). The pt was hospitalised (in mid-july) 2005 with nausea, vomiting and high blood glucose levels from 23-28 mmol/l. The nurse administered actrapid (fast-acting human insulin) i.v. Using a novofine 30g 8 mm needle in a venflon without any effect and the pt's blood glucose level rose to 28-29 mmol/l. The nurse checked the needle, and nothing came out. The pt nearly went into coma, but after several attempts the nurse succeeded to decrease the patient's glucose level. The pt had been hospitalised for one week and during the hospitalisation the pt received actrapid i.v. The pt has previously experienced hypo- and hyperglycaemic events leading to hospitalisation. Pt is now receiving levemir (long-acting insulin detemir) and no longer taking actrapid (fast-acting human insulin) as pt had had difficulties with handling the insulin treatment. The pt has not yet recovered from the event.